Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was debris on the light guide lens, and the image was dark. Also found, the distal end of the channel opening has a deep scrape mark. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, at the beginning of a diagnostic bronchoscopy procedure while using the bronchofibervideoscope the image went dark. As reported, the patient was not in danger; the procedure was completed using the subject device after a delay of approximately ten minutes during which the device was turned off and restarted. There were no reports of patient harm as a result of the event.